Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx uncovered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015 as palliative treatment of biliary strictures due to malignant neoplasms prior to curative intent surgery, with or without adjuvant therapy. The procedure was part of the (B)(4) abc wallflex registry clinical trial. The patient was diagnosed with ampullary cancer and did not have prior plastic or metal biliary stenting. Assessment of biliary obstructive symptoms and liver functions tests were not done at the baseline visit. According to the complainant, the patient underwent an ercp, CT and eus without fna. The initial stent placement procedure was performed on (B)(6) 2015 and was completed as an outpatient procedure. A pancreatogram, pancreatic sphincterotomy, as well as an intra-ductal biopsy, were performed during the stent placement procedure. A prior biliary sphincterotomy and a prior pancreatic sphincterotomy were not performed. Reportedly, a biliary sphincterotomy was not performed during this procedure. A previously placed biliary stent was not removed. The 10mm x 40mm wallflex biliary rx uncovered stent was deployed in a satisfactory position across the stricture. A curative intent surgery was planned to be performed after 4 to 8 weeks. On (B)(6) 2015, it was found out that the stent was occluded due to ingrowth. An unplanned biliary reintervention was performed to treat biliary obstructive symptoms. The patient experienced fever and chills. During the procedure, the patient was restented with a 10mm x 60mm wallflex biliary rx fully covered stent, and had sludge removal. Reportedly, the stent was placed in a satisfactory position. There were no reported adverse events as a result of this event.